Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain. Use error, tidal uf removal set too low. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 4313ml. The largest prescribed fill volume was 2100ml. This meets iipv criteria. According to the nurse they are not aware that the patient drained 4313ml. Additionally, the patient did not report any symptoms of overfill. The patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.